Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, no device analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion condition was observed using a non-dehp tubing set. The reporter stated that between 8% and 20% of the volume was left in the IV bag when the pump had completed the programmed infusion time. There was patient involvement; however, no patient injury or medical intervention was reported. Additional information was requested and is not available.